Manufacturer narrative:
Qc was run prior to the event and the results were within established ranges. The customer performed calibration after the event and calibration failed. The customer performed troubleshooting and recalibrated cre3 with passing results. A field service engineer (fse) was dispatched: the fse removed the creatinine module, disassembled and cleaned the cup. The fse replaced the stir bar and reassembled the module. The fse performed calibration and qc and the results met specifications. Root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc., (bci) and stated that the cx3 system originally generated a suppressed creatinine result. The customer repeated the test and a false low result of 0.6 mg/dl was generated. This result did not match with delta check. The customer then confirmed the test on another analyzer which yielded a believable result of 2.87 mg/dl. The customer provided additional data which includes the original and the amended results. It appears that the false low creatinine result was reported out of the lab. On (B)(6) 2011, the customer sent data which included additional patient results that are different from the results reported by the customer on the date of contact. Bci called the customer multiple times to request for clarification. Customer did not call back. False result was not reported outside of the lab for one sample that was reported by the customer during that date of contact. However, based on the additional data that the customer sent, the customer included the amended creatinine result from another patient sample. Unknown if treatment was initiated or withheld based on the result that the customer reviewed and amended.